Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for detecting an atrial driven arrhythmia with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right ventricular (rv) lead has high thresholds, undersensing, and diminished r-wave sensing. The lead remains in use. No further patient complications have been reported as a result of this event.